Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly. The customer is using a back-up pump to continue insulin therapy. Customer¿s blood glucose level was 138 mg/dl.

Manufacturer narrative:
The device is expected to be returned,however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.